Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A doctor reported when using the polymer I/a(inspiration/aspiration) tip that it caused the descemet's membrane to strip off on 3 cases during cataract surgery. The doctor replaced the descemet's membrane surgically by suture. The doctor has stopped using this tip. Add'l info has been requested.